Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the distal end of the ureteral stent broke off in the kidney which increased the surgery time because it was necessary to go and retrieved the small piece of catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned with the opened original packaging. The tip of the stent was observed to be broken off, however, the broken tip was not returned for evaluation. No foreign matter or residue was present on the outside of the device or within the device when a guidewire was inserted. Though the event mentions the stent was broken off in the kidney, the evaluation shows the break was close in appearance to when the material is ripped apart. The material of the tip was observed to be discolored and stretched leaving the separation jagged and the material thin. The outer diameter of the device was measured with a laser micrometer and found to be 0.0622" and the tube inner diameter measured 0.040" with a pin gauge; both measurements were within specifications. A 0.035" guidewire was able to pass through the sample without resistance. The specific cause for this event could not be found, however, based on the risk management file a potential root cause could be, "material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the distal end of the ureteral stent broke off in the kidney which increased the surgery time because it was necessary to go and retrieved the small piece of catheter.

Event description:
It was reported that the distal end of the ureteral stent broke off in the kidney which increased the surgery time because it was necessary to go and retrieved the small piece of catheter.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the opened original packaging. The tip of the stent was observed to be broken off, however, the broken tip was not returned for evaluation. No foreign matter or residue was present on the outside of the device or within the device when a guidewire was inserted. Though the event mentions the stent was broken off in the kidney, the evaluation shows the break was close in appearance to when the material is ripped apart. The material of the tip was observed to be discolored and stretched leaving the separation jagged and the material thin. The outer diameter of the device was measured with a laser micrometer and found to be 0.0622" and the tube inner diameter measured 0.040" with a pin gauge; both measurements were within specifications. A 0.035" guidewire was able to pass through the sample without resistance. The specific cause for this event could not be found, however, based on the risk management file a potential root cause could be, "material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Corrections: b. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.